Event description:
It was reported by the customer that a pyxis medstation es system was not turned on, and it was the only machine available on the floor. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer malfunctioned due to a faulty drawer controller board, which resulted in the station failing to power on. A field service engineer replaced the defective drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.